Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 50 mg/dl while sleeping. The customer ate jelly beans and glucose tablets to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. It was indicated that the customer is working with the health care provider on factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering. Pump logs did not confirm any low blood glucose (bg) levels entered on (B)(4) 2016. On (B)(4) 2016 at 11:04pm, a correction bolus of 4.2 units was delivered with 2.49 units of insulin on board (iob), less than an hour after a 2.93 unit bolus was delivered for food consumed. Delivering a correction bolus while having iob, less than one hour after the last food bolus could cause a low bg level. There is no evidence of a device malfunction or failure.